Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device. Imdrf impact code f2301 captures the additional device used to remove the foreign material.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stents was implanted to treat an esophageal stricture during a procedure performed on (B)(6) 2025. During the procedure, when the stent was deployed, a small metal ring-shaped object was noted inside the stent. The metal ring was removed from the patient. The stent remains implanted, and the procedure was completed. There were no patient complications reported due to this event. Note: a photo of the complaint device was provided by the complainant, showing that the stent was deployed inside the patient with a small metal ring-shaped object inside the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stents was implanted to treat an esophageal stricture during a procedure performed on (B)(6) 2025. During the procedure, when the stent was deployed, a small metal ring-shaped object was noted inside the stent. The metal ring was removed from the patient. The stent remains implanted, and the procedure was completed. There were no patient complications reported due to this event. Note: a photo of the complaint device was provided by the complainant, showing that the stent was deployed inside the patient with a small metal ring-shaped object inside the stent.

Manufacturer narrative:
Block g1 (manufacturer contact person) has been updated. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device. Imdrf impact code f2301 captures the additional device used to remove the foreign material. Block h11: the ultraflex esophageal stent was not returned, only a small metal ring-shaped part was returned for analysis. Visual inspection showed a metal ring-shaped object inside the stent. Device analysis confirmed the reported event of device foreign material present in device. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Therefore, based on all available information, the most probable cause selected is cause not established. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label.